Manufacturer narrative:
The device was returned for analysis. Difficulty advancing the device in the vessel could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported bent sheath was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using a proglide device after a coronary intervention procedure using a 6f sheath. Reportedly, the black sheath portion of the device bent (kinked) during advancement in the artery and prevented further advancement. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.